Manufacturer narrative:
Device evaluated and serial number has been reported.

Event description:
It was reported that the cot is leaning to one side which could effect cot stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the cot is leaning to one side which could effect cot stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.